Event description:
Medtronic received information via literature regarding the clinical prognosis of patients with paradoxical low-flow low-gradient aortic stenosis (plf-lg as) after transcatheter aortic valve implantation (tavi). All data were collected from a single japanese medical center between march 2016 and august 2020. The study population included 128 patients who were predominantly female with a mean age of 85 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, one was implanted with a medtronic corevalve bioprosthetic valve, 12 were implanted with medtronic evolut r and 16 were implanted with medtronic evolut pro bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 18 deaths occurred after hospital discharge from undergoing tavi, over a period of approximately four years. It was noted that causes of death included pneumonia, heart failure, stroke, cancer, urinary tract infection (uti), sudden death and unknown causes. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic evolut r patients, adverse events included: one patient re-admitted to the hospital for heart failure after tavi. Based on the available information medtronic product may have been associated with that adverse event. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: tanino t.; et al. Proposal criteria of paradoxical low-flow low-gradient aortic stenosis for predicting prognosis in patients undergoing transcatheter aortic valve implantation. Heart and vessels, 2022 jun;37(6):1044-1054. Doi: 10.1007/s00380-021-01992-y. Pmid: 34822000. Epub 2021 nov 25. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.